Event description:
A surgeon reports having a pt that has had negative dysphotopsia following bilateral intraocular lens (iol) implant surgery. One day postoperatively, the pt reported seeing a band of light. Four days postoperatively, the pt reported seeing a moon shaped object in her vision. Since the eighth postoperative day, the pt has reported seeing a dark arc in her vision. In a follow up, the surgeon reports the outcome of event for the patient as "good". There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 07/16/2008, 07/18/2008 and 07/24/2008 by phone, fax and mail. Additional information was received 07/16/2008 and 07/28/2008. A completed questionnaire was received.